Event description:
The customer reported that the zoom feature was not charging on this stretcher. During analysis and testing it was found that one control box caused the test stretcher to zoom when it was plugged in. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: control box. The customer returned four control boxes removed from four of six stretchers that they reported the zoom drive was not charging. The control boxes were not marked to identify which stretchers they had been removed from. A f/u report will be submitted if any add'l info becomes available.